Manufacturer narrative:
Low-intensity, pulsed ultrasound is not known to cause or promote infection if used correctly (i.e. Not used on or near open wounds). There are several reports in the literature on successful exogen use in the presence of infection. Thus a deep infection at the fracture site is highly unlikely to be causally related to the use of exogen. The occurrence of blisters near the transducer application site could be due to skin reaction to the gel.

Event description:
The patient reported on (B)(6) 2018 that the exogen bone stimulator caused blood blisters and he had to go to the ER. Upon follow-up on 12 apr 2018, the patient had been admitted to the hospital and was recovering from surgery that removed infection in his leg and obtained cultures from the blood blister-like spot that formed during exogen treatment. He expected to be released by (B)(6) 2018. His physician, dr. (B)(6), is his orthopedist and is also his hospitalist. Per the patient, they are hoping that the blisters and infection are merely coincidental to exogen use, because patient was seeing bone growth and is wishing to continue exogen treatment and had not returned the device. He was treating a broken leg from a car accident. Prior to the accident he was active and healthy, has no previous medical history like peripheral neuropathy, dvt, or circulatory issues. He was not taking any medications while using exogen. He used exogen for approximately a week and developed a small spot near the application site. He suspended treatment and went to his physician who put him on a round of antibiotics. He continued exogen treatment and used it for a few more weeks before another spot like a blood blister formed next to the application site. That spot continued to grow and is what lead to his hospitalization and surgery. The treating physician stated upon follow up that the patient has posttraumatic infection following an open tibia fracture that he believes to be unrelated to the use of the exogen unit. The patient has undergone multiple surgical procedures for debridement of his posttraumatic infection. The cultures obtained from the reported surgery showed (B)(6) and pseudomonas. The patient is currently being treated with antibiotics and negative pressure dressings on his wounds. Upon secondary follow up with the patient, he reported he had spent 10 days in the hospital and had multiple surgeries to remove the infection. He had been sent home with 2 wound vacs. We discussed exogen treatment prior to the blisters forming. The application site was on the opposite side of the leg from the open wound, they had been careful when placing it to avoid the wound. Prior to the blisters, he had no reactions or issues using the device. He still has not returned the device in hopes that his physician will advise restarting exogen treatment.